Manufacturer narrative:
Device evaluation summary: device evaluation of charger (B)(4) is complete. Upon evaluation, charger was found to be defective. The cause of charger (B)(4) not being able to power up normally was due to a defective ram failure, which caused a reset at the splash screen. The root cause of the defective ram failure cannot be positively determined. No adverse event resulted from the defective battery charger.

Event description:
A review of service data detected a reportable event. During servicing, charger (B)(4)was found to not power up normally and did not get past the splash screen. The last pt to use this charger did not report any deficiencies.